Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagectomy. According to the reporter: during the procedure, the doctor did the esophagus anastomosis with the jejunum. He fired the device, but found that cutting was incomplete, and part of the tissue adhered. Operative time was extended by four hours.